Event description:
Rptr is a male with silicone implants in both his chest and calves. During the summer of 1991, rptr had silicone bags implanted in his chest and both calves. He was told that this procedure was very safe to add muscular build to his chest and legs. However, the day after the implantion, he developed a rupture under his left arm, where the incision was made to implant the bags and had to be rushed back into surgery. After one week, the implanted bag in his right leg moved and minor office surgery failed to correct it. A week later, he had to go back into major surgery, to properly correct this matter. He has double bags stacked on top of the other in both legs. The main problem now is that the bags in his right leg have moved again and the area is very painful to touch. He has attempted to push it back in place to no avail. The problems first began in 6/93. He noticed that his legs, ankles and knees were severely swollen. The dr could only assume that the implants were causing the problems. In 12/93, he had to be supplied with special shoes, in an attempt to "corral" the problem. However, the problems still exist. For the most part, the swelling alternates and occasionally both legs, knees and ankle swell, making it extremely difficult to walk. His left leg and ankle present the most problems. Approx 1/4 of that foot has absolutely no feeling. He elevates his feet off the ground, they go to sleep. The implants in his chest have developed a lump on the left side. His left arm goes numb and loses power at times when he lifts heavy objects. The main problem areas that he is experiencing are as follows: 1) burning pain in his chest and left arm. 2) feels like his skin is stretching in his chest when he lifts weights, or attempts to pull up on anything. 3) pain in left arm and loss of strength when lifting weights. 4) loss of sensation in left foot. 5) severe swelling in knees, legs and ankles. 6) extreme difficulty in walking when knees, legs and ankles are swollen. (*)